Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. It was further reported that the rv lead was not secured in the header of the implantable pulse generator (ipg). The rv lead and ipg were revised and remain in use. No patient complications have been reported as a result of this event.